Event description:
It was reported that a malfunction occurred with the pump. There was no adverse impact to the customer's blood glucose level. The caller successfully reset the pump, clearing the malfunction, and was advised by technical support on steps to take after the reset, with guidance to call back if the issue recurred.